Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that there were concerns regarding premature battery depletion of this pacemaker. Furthermore, there were differing longevity estimates given over the last year. Data analysis was performed and it was found that this patient was in atrial fibrillation (af) and the increase in power consumption was due to high rate atrial sensing. No adverse patient effects were reported. This device was later explanted due to normal battery depletion (nbd).

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that there were concerns regarding premature battery depletion of this pacemaker. Furthermore, there were differing longevity estimates given over the last year. Data analysis was performed, and it was found that this patient was in atrial fibrillation (af) and the increase in power consumption was due to high rate atrial sensing. No adverse patient effects were reported. This product remains in-service.